Event description:
Same case as MDR ID# 2134265-2014-06877. It was reported that stent thrombosis and myocardial infarction occurred. The 50% stenosed target lesion was located in the ostial of the proximal end of the left anterior descending artery (lad) to mid lad. After an unspecified guidewire was advanced to the lesion, an unspecified imaging catheter was inserted but it could not cross the lesion. A 2.5×15mm emerge balloon catheter was used to dilate the proximal end of the left anterior descending artery (lad). An unspecified guidewire was used to protect the first diagonal of left anterior descending artery and a 2.5×15mm emerge balloon catheter was used to dilate the mid left anterior descending artery (lad). A 2.75x28mm promus element¿ plus stent was deployed in the lesion but it was noted that the distal edge of the stent was not good so the physician deployed 2.25×20 promus element plus stent at the distal side of the 2.75×28mm promus element stent. Ivus was then performed and it was confirmed that residual stenosis was 0%. The procedure was completed. Upon discharge, the patient was given aspirin and clopidogrel. 5 days later, the patient experienced an onset of subacute stent thrombosis. After performing thrombosis aspiration, dilatation was performed with an unknown balloon catheter. There was no problem with the patient health condition after the treatment. The patient¿s condition is stable. (B)(6) 2014, the patient developed chest pain and was transported to the hospital to perform pci. It was noted that the cause of chest pain was myocardial infarction.

Manufacturer narrative:
Di: (B)(6). Device is combination product. Device evaluated by MFR: the device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).